Event description:
It was reported that the patient underwent a lateral episiotomy on (B)(6) 2014 and suture was used to sew vaginal mucosa and perineal muscle layer. During the procedure, the needle broke and fell into perineal muscle layer. The broken piece was located by touch and retrieved after additional 1 cm incision performed on perineal muscle layer. A like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.